Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to be due to a disconnection between the patient¿s transfer set and titanium adapter which resulted in a leak. It was unknown if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route, frequency and duration not reported) for the event. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Action taken with therapy was unknown. Additional information was requested but is not available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This is the same event as (B)(4).